Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported that the locking screw did not fit the nail or the end cap during a patient procedure on (B)(6) 2015. The surgery was delayed by approximately 10 minutes. No reported patient harm ¿ patient is in good condition. This report is for one (1) unknown locking screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Patient¿s weight is unknown. This report is for one (1) unknown locking screw. Device was not implanted or explanted. It is unknown if this complainant part will be returned for manufacturer review/investigation. (B)(6). PMA/510(k): unknown, as no part or lot numbers were provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.